Manufacturer narrative:
Summary of eval: the tibial insert cannot be evaluated, the component has not be returned for eval, but rather discarded at the hosp.

Event description:
Reporter states, the pt presented with right knee pain. The tibial insert was revised for polyethylene wear. The tibial baseplate was revised for compatibility with the new components.